Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('may be allergic to nickel') and shock ('episodes of shock during rounds in ICU walking as nurse and during sex') in a 52-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune thyroiditis and autoimmune disorder. Previously administered products included for an unreported indication: vitamin d. Concurrent conditions included abstains from alcohol and non-smoker. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2016. In 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced fatigue ("lassitude"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with dermatitis contact, rash, solar dermatitis and skin hyperpigmentation, shock (seriousness criterion medically significant), pelvic congestion ("pelvic congestion syndrome") with pelvic pain, syncope ("fainting/ syncope"), dizziness ("light headedness"), presyncope ("near syncope") and seasonal allergy ("allergic rhinities due to pollen"). The patient was treated with surgery (abdominal hysterectomy bilateral alpingo-oophorect). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the allergy to metals, shock, pelvic congestion, syncope, fatigue, dizziness, presyncope and seasonal allergy outcome was unknown. The reporter provided no causality assessment for allergy to metals, dizziness, fatigue, pelvic congestion, presyncope, seasonal allergy, shock and syncope with essure (ess205). The reporter commented: discrepancy noted:(B)(6) 2007 insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('may be allergic to nickel') and shock ('episodes of shock during rounds in ICU walking as nurse and during sex') in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune thyroiditis and autoimmune disorder. Previously administered products included for an unreported indication: vitamin d. Concurrent conditions included abstains from alcohol and non-smoker. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2016. In (B)(6) , the patient had essure (ess205) inserted. In (B)(6) , the patient experienced fatigue ("lassitude"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with dermatitis contact, rash, solar dermatitis and skin hyperpigmentation, shock (seriousness criterion medically significant), pelvic congestion ("pelvic congestion syndrome") with pelvic pain, syncope ("fainting/ syncope"), dizziness ("light headedness"), presyncope ("near syncope") and seasonal allergy ("allergic rhinities due to pollen"). The patient was treated with surgery (abdominal hysterectomy bilateral alpingo-oophorect). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the allergy to metals, shock, pelvic congestion, syncope, fatigue, dizziness, presyncope and seasonal allergy outcome was unknown. The reporter provided no causality assessment for allergy to metals, dizziness, fatigue, pelvic congestion, presyncope, seasonal allergy, shock and syncope with essure (ess205). The reporter commented: discrepancy noted: (B)(6) 2007 insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2021: this case become serious incident. Mr received. Reporters information and product information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.